Manufacturer narrative:
(B)(4). MDR report key/report number 3600840000-2022-8070.

Event description:
Complaint from medsun report: it was reported "early 60's female with history of diabetes, hypertensoin and acute chest pain. Procedure: cardiac cath, percutaneous intervention, stent placement and balloon angioplasty. While doing the procedure, the balloon would not inflate. Device removed and another one used without difficulty. No known harm to patient".

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Additional information received stated that the "patient was discharged 02 aug 2022 without known issues from the device".

Event description:
Complaint from medsun report: it was reported "early 60's female with history of diabetes, hypertensoin and acute chest pain. Procedure: cardiac cath, percutaneous intervention, stent placement and balloon angioplasty. While doing the procedure, the balloon would not inflate. Device removed and another one used without difficulty. No known harm to patient".